Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A reiview of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by physical stress from rubbing or striking the insertion section, chemical stress from reprocessing in a non-recommended way, and/or a bad storage environment. The instructions for use (IFU) warns: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." "¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer's reported issue occurred after a diagnostic bronchial fibroscopy.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The device evaluation found the connecting tube¿s coating was deteriorated. Additional findings were as follows: the plug unit was leaking. The investigation is ongoing, and a supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that they observed air/water leakages on the evis exera iii bronchovideoscope. During estimation/inspection of the device, it was found that the connecting tube coating had deteriorated. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.